Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented to the clinic for routine checkup, loss of atrial capture was observed on the ra lead. Upon chest x-ray imaging lead dislodgment was observed. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior, during and post procedure.